Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. Over a year ago the patient had programming done because they were having problems. Now when they lay down they feel like stimulation is going to jar them out the window. The patient has had many falls. The patient is complaining about pain in their lower back and down their leg. One leg is worse than the other. The patient is in a nursing home and they would like a manufacture representative (rep) to come check the implant. The pain down their back and leg began a couple months ago. The stimulation going to jar them out the window began 6 months to a year ago. Additional information was received from a nurse on 2019-mar-12. The nurse was calling to see if a rep could come out and check the device because they are not sure if it is working or not. The caller didn¿t know if the patient has tried using their patient programmer or recharger. The nurse was transferred to have a rep paged. When asked what the event date was, the nurse said that they last worked thursday and the patient didn¿t say anything about it so they are assuming it happened over the weekend which conflicts with previously reported information. No further complications were reported/are anticipated.